Event description:
A nurse reported that a laser fire duration was longer than expected during a surgery. The procedure was completed with the same equipment. There was no pt harm.

Manufacturer narrative:
(B)(4).